Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity.¿ additional event for this patient reported on medwatch numbers 1825034-2016-02537 / 02539.

Event description:
It was reported that during a hip arthroplasty, the shell migrated deeper into the acetabulum. The shell was removed and another shell was used to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance. Visual examination of the shell identified scratches around the attachment holes and some bone fragments on the outer layer of the shell. The scratches are likely from contact with surgical instrument(s) during explantation of the products. A conclusive root cause of the event could not be determined. (B)(4).